Manufacturer narrative:
(B)(4).

Event description:
Procedure: myocardial revascularization. According to the reporter: the suture broke or ruptured two days post-operatively while the patient was in the intensive care unit (ICU). A reoperation was performed to create a new suture line. The patient did not have medical complications like blood loss or damage or infection.